Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was not able to fire. The surgeon said the reload locked up and it did not work properly. They removed the stapler with the reload from the trocar and replaced the reload. There was no patient injury.